Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search revealed no additional complaints against the related part and lot combination. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Update received via primary and revision operative notes. The primary operative notes provided confirm that the patient underwent left total knee arthroplasty . Review of primary operative notes do not indicate root cause. Range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no-thumb technique. The patient underwent a manipulation for arthrofibrosis. Prior to the manipulation, the patient had 90 degrees of flexion and after the manipulation the patient had 125 degrees of flexion. The revision operative notes confirm that the patient underwent a revision surgery for failure of left knee arthroplasty and for the recalled tibial component. During the surgery it was seen that femoral patellar component was well fixed and there were no signs of infection seen. The tibial component was removed with 50% of the undersurface appearing to be fibrous. No compatibility issues were noted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Visual examination of the returned product confirms the reported instrument wear and damage. Review of device history records identified no related manufacturing deviations or anomalies. It is known the device was manufactured prior to design improvements. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.